Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 104 mg/dl. The insulin pump was stuck in the rewind and fill tubing loop. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk also, unable to perform occlusion, prime excessive no delivery test due to a33 alarm. The insulin pump passed self-test, a21 test and all operating currents measurement were normal however, the battery tube was corroded. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.